Event description:
It was reported that approximately seven months post a port placement, the catheter was allegedly broken, and the saline leak was allegedly noticed. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as this is the only complaint reported for this lot number. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual, tactile and microscopic evaluations were performed. A partial circumferential break was noted on the attached catheter approximately 7.4cm from the distal end of the cath-lock. The edges of the partial circumferential break on the attached catheter were noted to be uneven. The surface was noted to be round and smooth in both regions. Upon infusion, a leak was observed from the split on the attached catheter while water exited the distal end and aspiration was attempted and was unsuccessful. Therefore the investigation is confirmed for the reported catheter fracture and leak issue and identified wear and deformation issues. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately seven months post a port placement, the catheter was allegedly broken. It was further reported that the saline leak was allegedly noticed. Reportedly, the catheter was removed and replaced. There was no reported patient injury.